Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that the right ventricular (rv) lead exhibited apparent full fracture, loss of capture, high thresholds, high undefined impedance, noise and over-sensing. Reprogramming occurred. The lead was subsequently capped and replaced. It was further reported that during the replacement procedure, the rv lead exhibited obstruction as the stylet was unable to pass fully down it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.